Manufacturer narrative:
Device evaluated by MFR: the device was not available for investigation therefore, a failure analysis of the device cannot be completed. Device history record, complaint trending, and risk documentation for this device could be not be performed as the serial number was unknown. If there is any further relevant information obtained that changes the facts and/or conclusion, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while in sculpt mode patient had a wound burn which required one stitch. It is believed that the event may have been caused by the handpiece. They have 18 handpieces but they are not sure which one was used during the event however, they do know the model which is the ellips fx. No additional information was provided.